Event description:
On (B)(6) 2012, the complainant provided new information regarding an under-delivery. The pump was set at 190 ml per hour for 30 minutes; however, no feed was received once the pump was turned on.

Manufacturer narrative:
(B)(4). The device reported, list number 52034, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 52036, that is marketed domestically. The testing and investigation results indicated no power, low battery, and the pump case was broken. The device was received in a condition that made analysis impossible. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.